Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a foreign material was found on the surface of the optic after implanted the iol. The coating material inside the cartridge was peeled off and remained as a foreign material in the patient's eye. At the time of irrigation/aspiration, it was peeled off with a cannula and removed outside the eye. The surgery was completed. There are three medical device reports associated with this event. This is case 2. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. A photo was provided which was indicated to be the associated iol for this file. The photo is very dark. The lens is indicated to be a toric. Axis marks cannot be discerned due to the angle of the lens. The focus is on the optic edge; however, what appears to be a linear mark or material can be faintly observed. No determination as to the origin or nature of the material can be made from the photo. The lens and viscoelastic indicated are qualified products. The handpiece used was an non-company handpiece, which is not a qualified handpiece. The product investigation could not identify a root cause. No determination can be made without physical evaluation of the complaint sample. Information was provided that a non-company handpiece was used. Company iols are qualified for use with the company handpiece. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).